Event description:
An 8f angio-seal sts plus was selected for use after a plain old balloon angioplasty (poba) was performed where a stent was placed in a stenosis in the iliac artery. The patient was being treated for arteriosclerosis obliterans (aso). A pre-deployment angiogram confirmed no anomalies at the right common femoral artery (cfa) puncture site. A 7f terumo radifocus sheath was used during the procedure. When the device was inserted into the hemostasis sheath, one side of the device sleeve did not lock. When the physician pulled back the device, it came out of the sheath. The suture was found broken around the middle of the collagen and the anchor was caught in the artery above knee causing distal occlusion. In an attempt to collect the anchor, a 6f sheath was inserted and then a gooseneck snare was inserted. The anchor was caught with the guidewire but not pulled back into the sheath. The anchor was surgically removed in the end.

Manufacturer narrative:
One 8f angio-seal sts plus carrier tube assembly (with a detached anchor segment) was visually/dimensionally inspected; the hemostasis sheath was not returned. In addition, non-sjm devices, including a snare, were also returned. The deployment sleeve was in the extended and locked position; one of the locking tabs had been bent consistent with prior insertion/locking of the deployment sleeve into the hemostasis cap and subsequent forcible extraction of the same. The collagen was partially removed from the knot and the integrity of the suture loop confirmed; the suture was not broken. It should be noted that the suture loop was recessed within the knot windings and the black heat shrink had been fully exposed, consistent with an overtightened suture loop; no heat shrink tubing damage was noted, and the measured dimension between the black and clear heat shrink tubing was consistent with manufacturing specifications. The detached anchor segment (leading leg) was attached to the snare. Both the anchor dome and bridge had been broken near the anchor mid-point. The detached anchor segment (trailing leg) was not returned. Review of the device history record confirmed this batch met manufacturing requirements prior to shipment. The angio-seal device instructions fur use (IFU) cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.